Manufacturer narrative:
Section d1, brand name: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on (B)(6) 2023, the patient met at the clinic to exchange their controller due to repeated backup battery fault alarms despite their backup battery having 25 months remaining at their clinic visit on (B)(6) 2023. The patient was switched to their backup controller and a new controller was shipped out as a new backup.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: damaged backup battery cover screw tab. The reported event of a backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. A review of the downloaded controller event log file spanned approximately 7 days (02nov2023 ¿ 08nov2023 and 08dec2023 per time stamp). The backup battery fault alarm activated on 07nov2023 at 16:39:49 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm cleared once the battery was reseated. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Multiple load tests were initiated on the controller without any alarms activating. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective action was initiated to reduce the amount of backup battery fault alarms related to load tests not passing, (B)(6) was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was returned for an unknown reason.